Event description:
Multiple IV pumps were running. The piggy back medication backed up into the primary bag of medication. Set up appeared correct. Initially suspected the check valve failed allowing the piggy back medication to flow into the primary bag. When situation reconstructed, the check valve worked appropriately. No other explanation for the medication flow error. No harm to patient and was caught immediately.